Manufacturer narrative:
This report is submitted on july 10, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence (date not reported) and subsequently underwent a skin revision to close the wound (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and subsequently was treated with intramuscular and topical antibiotics (specific date and duration not reported). It was also reported that the patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2023. The implanted device remains. This report is submitted on july 31, 2023.